Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Medical products: stents: 2.50x38mm xience alpine, 2.75x48mm xience xpedition. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was a procedure to treat a lesion in the chronic total occluded proximal, right coronary artery (rca). The lesion was pre-dilated with three balloon dilatation catheters. The 3.5x38 mm xience prime stent was advanced was successfully deployed at 10 atmospheres; however, a perforation occurred resulting in pericardial effusion. A 2.75x48 mm xience xpedition stent was used as treatment to cover the perforation. A 2.50x38 mm xience alpine stent was implanted to treat a lesion in the heavily tortuous, moderately calcified, de novo, 90% stenosed mid circumflex coronary artery. Peroicardiocentesis was used as treatment for the pericardial effusion. The patient was stable. The next day, on (B)(6) 2017; the patients blood pressure dropped and medication was given. The patient went into cardiac arrest, cardiopulmonary resuscitation was unsuccessful and the patient expired. The cause of death remains unknown, an autopsy was not performed. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for evaluation. The reported patient effect of death/expired, hypotension, perforation and pericardial effusion are listed in the instructions for use xience prime everolimus eluting coronary stent systems as a known patient effect(s) of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.